Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level were 560 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The customer reported that the type of fluid or moisture exposure to the insulin pump was insulin. Customer also reported that the leak was occurred from reservoir barrel or o rings. Customer assisted to performing self-test and the self-test was complete. Customer troubleshoot was performed. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.